Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying low threshold suspend. The patient's blood glucose was 134 mg/dl at the time of the call. Patient states that they do perspire heavily to have issues with their adhesive tape. The customer was provided the following recommendations to improve adhesion. The customer did not return the product back for analysis.